Manufacturer narrative:
G1: manufacturing contact facility name: shirakawa olympus co., ltd. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition autoclavable camera head image quality was poor, and image displaced. There were no reports of patient harm.

Event description:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation results. In addition, a correction to this report was made.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of displayed image was confirmed. Device evaluation found that the reported issue was due to a faulty cable. Additionally, other evaluation findings include the following: scope did not rotate smoothly. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): ¿should any irregularity be observed, do not use the camera head; contact olympus.¿ the most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.